Manufacturer narrative:
Visual inspection, material analysis, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment the customer reported event was confirmed via visual inspection. No fragments were left in the patient. The event resulted in a 5 minute surgical delay. Tip of the inner shaft fractured off. The fractured piece was not returned. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Material analysis was performed and device to have fracture mode of cleavage due to an applied bending overload. Elemental composition for the device with the same lot number is consistent with what is specified on the drawing. The probable root cause of the tip fracture is applied bending overload, most likely occurring from the user applying off axis force to the driver.

Event description:
It was reported that the tip of the inner rod of the screwdriver broke. Replacement was available. There are no reports of adverse consequences to the patient.

Event description:
It was reported that the tip of the inner rod of the screwdriver broke. Replacement was available. There are no reports of adverse consequences to the patient.